Manufacturer narrative:
The synfix® evolution aiming device holder (part # 03.835.004 / lot # 4l26073) was received at us cq. No mating devices were returned. It was identified that the device was jammed in a misaligned state as the black etched lines of the core do not align with the black etched arrows of the locking sleeve. Due to the misalignment of the assembly, the locking sleeve was jammed and cannot be compressed proximally. The device no longer functions, the overall complaint was confirmed. The overall complaint was confirmed for the received synfix® evolution aiming device holder as the device was jammed in its received state. Although no definitive root-cause can be determined its possible the device was either incorrectly assembled or the device experienced unintended rotational force which lead to the misalignment. Due to the misalignment, the locking sleeve jammed onto the core and cannot be compressed or further rotated. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.835.004. Lot: 4l26073. Manufacturing site: hägendorf. Release to warehouse date: 26.aug.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the synfix evolution aiming device holder was jammed with the coupling for aiming device holder synfix evolution. The issue was discovered at the sterile processing department. There were no patient and surgical involvement. Concomitant device reported: coupling for synfix® evolution aiming device holder (part# 03.835.005, lot# unknown, quantity unknown). This is report 1 of 2 for (B)(4).